Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on july 23, 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer had sensor glucose versus blood glucose differences that may have caused the low. The customer was at 188 mg/dl at the time of the call. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer stated they may have over bolused to treat for an earlier high. Troubleshooting was completed. The insulin pump will not be returned for analysis.